Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several power on resets. The battery compartment was found to be cracked which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was not returned with the pump. A new test cap was used for testing purposes; the test battery cap tightly secured to the pump with no issues. The pump was tested for 24 hours with the new test cap; no power issues were noted. The pump emitted the appropriate audible and vibratory sounds. The pump cover was removed; there was no evidence of moisture or internal damage to the pump. The reported complaint was found in pump history but not duplicated during investigation.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump would reportedly not turn on after screen went blank and the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.